Event description:
Pt was revised to address acetabular loosening. Update: (B)(6) 2011 - litigation papers were received. Litigation papers allege the pt was injured by excessive levels of chromium and cobalt.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.